Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation on 10/20/2015. Investigation results are as follows: visual inspection was performed and the top cover, front enclosure and bottom enclosure were observed to be damaged, thus confirming the reported complaint of the bottom cover coming apart. The battery lock clip and load plate screws were also observed to be missing. The physical damages noted during visual inspection are unrelated to the customer's reported complaint. A review of the platform's archive was performed and no user advisory messages were observed on the reported event date of (B)(6) 2015. However, multiple user advisory (ua) 08 messages were observed on (B)(6) 2015, which is the last recorded date of customer usage, thus confirming the customer's reported complaint. The customer's reported complaint of the battery being unable to be seated properly into the autopulse device was not confirmed. The autopulse platform was powered up using different li-ion batteries and nimh batteries and no problems were observed. The autopulse platform was able to firmly hold each battery. Functional evaluation of the returned platform was unable to be performed as the autopulse platform displayed a user advisory (ua) 08 (motor controller fault detected) upon power up. Further inspection determined that the motor controller board was at fault. Based on the investigation, the parts identified for replacement were the top cover, front enclosure, bottom enclosure, missing battery lock clip, load plate screws, motor controller board and damaged battery compartment. In summary, the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 08 message was confirmed during review of the archive and functional testing. Further inspection identified that the motor controller board was at fault. The physical damages found during visual inspection are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that when the autopulse platform was examined after being used on a call, it was observed that the covering on the bottom side was unraveling. The li-ion battery was also unable to seat properly and when a new lifeband that had just been installed was unable to recoil, the autopulse platform displayed a user advisory (ua) 08 (motor controller fault detected) message, that would not clear. There was no report of any patient involvement. No additional details were provided.